Manufacturer narrative:
Neither the complaint instrument nor the angiographic film was available for investigation. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to external factors during the procedure.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of calcified lesion (90 percent stenosis degree) in the medial rca. After placing the stent it took 3 minutes to deflate the delivery balloon.